Event description:
Ems personnel were attending to a patient, condition unknown. Allegedly while attempting to externally pace the patient, the operator could not get the pacer to turn on. A back up device was obtained and used to continue treatment to the patient. There were no adverse effects to the patient reported as a result of the alleged malfunction.